Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 625 mg/dl and current blood glucose value was 479 mg/dl. Customer treated by blousing with the insulin pump. Customer stated that her blood glucose value had not gone down below 400mg/dl and alleged the pump for under delivery. Insulin pump will not be returned for analysis.